Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2014, a 3.5x28mm and a3.5x18mm absorb bioresorbable vascular scaffold (bvs) were successfully implanted in the mid right coronary artery (rca). On (B)(6) 2015, the patient was hospitalized due to 3 weeks of unstable chest pain. Troponin lab values and the electrocardiogram (ECG) were negative. An angiogram was performed which showed no further complications. Medications were changed and the event resolved on (B)(6) 2015. On (B)(6) 2016, the patient had 3 episodes of unstable chest pain overnight, relieved by nitroglycerine medication. The patient was admitted for hospital observation for one day. An ECG was performed with no acute changes noted. There was no overnight stay and no diagnostic imaging was performed. The event resolved that same day. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Subsequent to the previously filed medwatch report, the study physician assessed the events as unrelated to the scaffolds and unrelated to the scaffold procedure. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the previously filled medwatch report, the additional information was obtained: the (B)(6) 2015 event of angina was assessed by the study physician as unrelated to the scaffolds and unrelated to the scaffold procedure. The (B)(6) 2016 event of chest pain was diagnosed as non-cardiac chest pain. The patient was advised to reduce alcohol intake and to not eat too late. These events were assessed by the study physician as unrelated to the scaffolds and unrelated to the scaffold procedure.